Event description:
During a coronary artery bypass graft surgery (CABG) case, the swan-ganz combo v 8 fr. Thermodilution catheter would not produce pulmonary artery (pa) and central venous pressure (cvp) readings. New device obtained, no further issues.